Event description:
It was reported the patient is unable to establish communication between his ipg and charger. The patient also stated he has not used his stimulation in approximately 6 months; however, the patient stated he did recharge. A replacement charging system did not resolve the issue. The patient will meet with a physician to discuss possible surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.